Event description:
A customer reported a low reading of 'lo' (less than 40 mg/dl) when scanning the adc device, which was low as compared to the built-in meter glucose result of 447 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was given 20 units of rapid insulin and 1g of doliprane by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.